Event description:
O2 sensor malfunction warning alarm sounded. Patient immediately taken off ventilator and manually ventilated with 100% fio2. Ventilator replaced. No apparent harm to patient noted. Ventilator taken out of service.